Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The lesion being treated was located in the diagonal circumflex. The physician implanted a 2.50x16mm taxus express2 study stent. In (B)(6) 2011, the patient experienced 99% restenosis of the study stent. The physician treated the 3.50x15mm lesion with a balloon of unknown type and implanting a non-bsc stent. The event was resolved and the patient discharged. No angina was reported at the four year follow-up.